Event description:
Tip of star driver screwdriver attachment broke off in distal locking screw head. Approximately 2mm. Could not be removed from screw head. When this equipment is removed at a later date a broken screw kit will be used. Do not anticipate difficulty removing entire screw at later date.